Event description:
This emdr is being submitted for an unknown number of wafers. Three orders of the product were placed last summer. Consumer reported that the wafer appeared to be exposed to extreme heat because wafer was very stiff with little adhesive. The product was used by the end user, and it also caused decreased wear time. It was reported that the product was so stiff that it caused cuts in her skin that she attributed to rough edges of product. She self-treated with an unspecified topical product and it completely resolved. No medical intervention was required for the same. No photograph is available at this time.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).